Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the lead was implanted in the left bundle branch, but the pacing threshold was high which caused the lead to be unable to capture the left bundle branch. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.